Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The software was reloaded on the system. The system was tested and is operating as intended.

Event description:
The customer reported loss of images on the 9600 system. No pt injury was reported.